Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel processor, cpu board, and skin spacer were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 6800 system would intermittently not fluoro. Also the right monitor was dark and the contrast would work. The skin spacer is damaged. No pt injury was reported.